Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify upload/down load anomaly due to buttons not responding.

Event description:
The customer reported via phone call that the lunch time blood glucose value and the bolus information was missing. The customer's blood glucose value was missing. The customer was advised to discontinue the use of the insulin pump. The device will return for analysis.